Event description:
It was reported that there was an issue with the product nk1001t - corehip std cementless 12/14 size 1. According to the complaint description, implantation occurred on (B)(6) 2024. Postoperatively and after rehabilitation, the patient had a fall and a femoral fracture was observed. Revision surgery is planned for (B)(6) 2025. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
According to manufacturer's reporting evaluation in accordance with cfr regulations, this event is considered no longer reportable for the following reasons: - in the underlying issue, it is considered that the affected and affirmed aesculap product is not a causal factor that led to the reported event, according to the current state of knowledge. An update of this report will be provided in case the conclusions in the underlying issue change in the future.

Event description:
Update: based on the report from the hospital, femoral fracture was considered to have resulted from a fall during postoperative rehabilitation, not from the product.